Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with operating currents within specification and passed the unexpected restart error test, self-test, and the displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Event description:
It was reported that the customer was hospitalized due to high ketones. It was reported that the customer's insulin pump alarmed aa33, but that the customer was unable to troubleshoot or confirm whether the insulin pump's drive support cap was damaged or not. The insulin pump will be replaced. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.